Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm volume had gone up to the max. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting for volume settings. The customer also reported that the insulin pump actual sound was staying high regardless of the volume number I set. The customer reported that they had set their settings to vibration. The insulin pump will not be returned for analysis.